Event description:
The customer reported abnormal shock delivery felt by users while delivering shock with internal paddles. The users believed, based on the patient's muscular response, that more energy may have been delivered than had been expected. This issue was reported to have occurred on a patient, there was no patient harm or impact reported.